Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the feeding sets leaked. There was no patient harm.